Manufacturer narrative:
Concomitant medical products: 407652 lead, implant date: (B)(6) 2016, 429888 lead, implant date: (B)(6) 2017.

Event description:
It was reported that this right ventricular (rv) lead dislodged post closure due to friction between it and the new left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. .